Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos/videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using bantam otw pta catheter used to dilate a stenotic lesion in a lower limb artery. Following routine arterial puncture, a guidewire was successfully advanced across the lesion upon pressurizing the balloon, it failed to inflate, and contrast extravasation was noted. The procedure was completed using another device. The patient stable now.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using bantam otw pta catheter used to dilate a stenotic lesion in a lower limb artery. Following routine arterial puncture, a guidewire was successfully advanced across the lesion upon pressurizing the balloon, it failed to inflate, and contrast extravasation was noted. The procedure was completed using another device. The patient stable now.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was returned for evaluation. One photo and one video file was provided for review. Photo review: shown was a device within a hoop. The device hub print was not in view. Video review: the video file was 11 secs in duration. Shown was a hcp holding an inflation device that appeared to be connected to a device hub in the back ground, the device was not in view. The dial of the inflation device was shown slowly reducing from 8atm to 7atm. Therefore, the result of the investigation was inconclusive for the reported balloon inflation issue and inconclusive for the balloon leak issue. The root cause for the reported balloon inflation and leak issues could not be determined based upon the available information received from the field communications, device evaluation and imagery review. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable balloon characteristics individual compliance charts are provided on the package label of each product please note that balloon diameters may vary within manufacturing tolerances all inflations should be viewed under fluoroscopy the bantam balloons reach their nominal diameter at 6 atm 608 kpa please check the package label for the rated burst pressure it is important that the balloon not be inflated beyond the rated burst pressure pressures in excess of rated burst pressure may cause the balloon to burst indications the bantam pta balloon catheters are intended for balloon dilatation of renal iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae these catheters are not designed to be used in the coronary arteries contraindications none known warnings contents supplied sterile using ethylene oxide nonpyrogenic do not reuse reprocess or resterilize reuse resterilization reprocessing andor repackaging may create a risk of patient or user infection compromise the structural integrity andor essential material and design characteristics of the device which may lead to device failure andor lead to injury illness or death of the patient reusing this medical device bears the risk of crosspatient contamination as medical devices particularly those with long and small lumina joints andor crevices between components are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time the residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis do not exceed the rated burst pressure a syringe with pressure gauge is recommended to monitor pressure pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath use a 20 ml or larger syringe for inflation use the catheter prior to the use by date specified on the package do not advance the guidewire balloon dilation catheter or any component if resistance is met without first determining the cause and taking remedial action this catheter is not recommended for pressure measurement or fluid injection precautions dilation procedures should be conducted under fluoroscopic guidance with appropriate xray equipment carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident if resistance is felt upon removal then the balloon guidewire and the sheath should be removed together as a unit particularly if balloon rupture or leakage is known or suspected this may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together using a gently twisting motion combined with traction before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated proper functioning of the catheter depends on its integrity care should be used when handling the catheter damage may result from kinking stretching or forceful wiping of the catheter do not continue to use the balloon catheter if the shaft has been bent or kinked storage store in a cool dark dry place use the catheter prior to the use by date specified on the package directions for use inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible if any resistance is felt or if any stretching of the catheter is observed while removing the protective sheath the product should not be used the catheter should then be inspected for bends kinks or stretched portions. Do not use if product damage is evident prepare a mixture of contrast medium and normal saline as per normal procedure recommended 25 75 attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port point the syringe nozzle downward and aspirate until all air is removed from the balloon turn the stopcock off and maintain the vacuum in the balloon purge the catheter guidewire lumen thoroughly reinserting the balloon into the protective sheath may damage the balloon or catheter insertion and inflation note do not advance the guidewire balloon dilation catheter or any component if resistance is met without first determining the cause and taking remedial action note do not inflate the balloon or advance the catheter unless the guidewire is in place make sure that the protective sheath has been removed from the dilation catheter balloon enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure note do not exceed the rated burst pressure deflation and withdrawal deflate the balloon by drawing a vacuum with a 20 ml or larger syringe note the larger the syringe diameter the greater the suction that is applied for maximum deflation a 50 ml syringe is recommended g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.